Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer is stating that the on off switch is being replaced on the concentrators. The dealer stated the alarms are not working and he is concerned that the patients would not know to use their tanks.